Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1110756. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to our facility to aid in our investigation. The returned device was subjected to pressurized functional testing and found to perform within specified parameters (300 pounds per square inch of pressure0. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection which exceed product specifications. The bd pegasus is an infusion only device and is not rated for high pressure injections. H3 other text : see h10.

Event description:
It was reported that during high pressure infusion with bd pegasus¿ safety closed IV catheter system the tubing separated from the luer connector and leakage occurred. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: the problem occurred during the use of the product was not that the extension tube burst during high-pressure infusion, but that the luer connector flew out during high-pressure infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during high pressure infusion with bd pegasus¿ safety closed IV catheter system the tubing separated from the luer connector and leakage occurred. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: the problem occurred during the use of the product was not that the extension tube burst during high-pressure infusion, but that the luer connector flew out during high-pressure infusion.